Event description:
Pt reported that her previous pump got cracked. Pump used to deliver 10 grams of cuvitru 20% subcutaneously every week. Unknown if pt missed dose, experienced any adverse events. Lot/expiration unknown. Pump's available for return. No further information's known. Indication; selective deficiency of immunoglobin a (iga). Reported to (B)(6) by pt/caregiver.